Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received missing reservoir tube o-ring, cracked select button keypad overlay, and keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer reported cosmetic damage around the reservoir compartment. The customer stated that the reservoir seemed to be well locked. The insulin pump was returned for analysis.